Manufacturer narrative:
Correction: date received by manufacturer additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that the lvp module had a channel error on (B)(6),2021 and there was 1 lvp ,pcu additional devices involved. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a26 - insufficient information (3190),g07001 - part/component/sub-assembly term not applicable,b11 - historical data analysis,b22 - insufficient information available,c19 - no device problem found,c22 - appropriate term/code not available,d14 - no problem detected,d17 - appropriate term/code not available. . Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that the lvp module had a channel error on (B)(6) 2021 and there was 1 lvp, pcu additional devices involved. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the lvp module had a channel error on (B)(6) 2021 and there was 1 lvp ,pcu additional devices involved. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: date received by manufacturer, imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Imdrf annex c code. Imdrf annex d code. Manufacturer narrative: a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14nov2011. The review was performed from the date of manufacture to the present date 07jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn 13546582 was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the lvp module had a channel error on may 26,2021 and there was 1 lvp, pcu additional devices involved. There was patient involvement but no harm.